Event description:
It was reported that post a da vinci myomectomy procedure, the patient experienced numbness in her hands and fingers and sharp pain and tingling in her legs. Per the surgeon that performed the operation, the myomectomy procedure took longer than anticipated, approximately 5 hours, with the patient in the trendelenburg position. Per the operative report the patient tolerated the entire procedure well with good hemostasis and minimal blood loss.

Manufacturer narrative:
During a follow up appointment on (B) (6) 2010 the patient no longer had hand or finger numbness however, she was experiencing sharp pain and tingling in her legs. On (B) (6) 2010, the patient was seen by her physician who believes the patient may be experiencing mild paresthesia as she continued to feel sharp pains in her left leg. She was referred to a neurologist for follow up treatment. Based on the information provided, it was determined that the da vinci surgical system likely did not malfunction in a way that would cause nor contribute to the patient injury, however, the patient's positioning and the extended procedure duration may have contributed to the event.